Event description:
Following a coronary/stent procedure, an angio-seal device was placed in an obese female's right groin. Hemostasis was achieved and the pt was transferred to the holding area in stable condition. When the post placement tension spring was removed approximately 20-45 minutes later, the pt was noted to have a large hematoma which extended from the groin site to the knee. The anticoagulant (reopro) was stopped and a femostop was applied with control of the hematoma expansion. The pt's blood count was noted to drop two (2) points (number unspecified). The pt was hospitalized one extra day and then discharged home. Follow-up with the physician three weeks later showed that the pt did well and was without further sequelae.